Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer already exchanged the liquid crystal display panel; the customer was advised to have the graphic user interface central processing unit printed circuit board repaired.

Event description:
The customer reported that the 840 ventilator's lower display was erratic. The customer reported lines across the display. The ventilator was not on a patient at the time of the event.